Event description:
It was reported that the fluid delivery line test failed for the two center valves being out of specifications on the arctic sun device. Nurse swapped the fluid delivery line with another one and it passed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed fluid delivery line valves. The serial number was unknown; therefore, the device history record could not be reviewed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling related. Hence, labeling review was not required. Correction: d, f, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the fluid delivery line test failed for the two center valves being out of specifications on the arctic sun device. Nurse swapped the fluid delivery line with another one and it passed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.